Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of perforation and death, as listed in the rx trek instructions for use, are known adverse events associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, the additional therapy/non-surgical treatment appears to be a secondary effect of the perforation as a graftmaster stent was implanted to seal the perforation. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was tachycardic, with st elevated myocardial infarction, was intubated and had been experiencing chest pain for the prior three days before coming to the emergency room, and was in a very unstable state. CPR was being performed while the patient was on the table during the procedure. During dilatation of the totally occluded lesion in the right coronary artery (rca), a perforation occurred. The graftmaster was selected for treatment and was used successfully to completely seal the perforation. The procedure was completed; however, the patient expired approximately 2 hours post procedure. No autopsy was performed. No additional information was provided.